Event description:
It was reported that during a routine device upgrade procedure, the right ventricular lead displayed low sensing. A sudden decrease was noted approximately 10 months earlier and medical judgement was made to explant the lead. The lead was cut during the explant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the distal segment of the lead was returned and analyzed with no anomalies found. The defib conductor was distorted and there was blood/body fluid (no obstructed) on all conductors. There was cosmetic environmental stress cracking on the outer tubing overlay and a breached cut on the outer insulation. The helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage.